Event description:
It was reported that the pump history was inaccurate.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation, boluses of varying amounts were programmed and delivered, and were accurately recorded in the pump history. There was no defect found on investigation; the complaint could not be confirmed or duplicated.